Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 6.2 mmol/l and they started feeling confused and was shaking and sweating. The patient stated their bg meter was displaying 3.2 mmol and they took a couple of jelly babies and felt fine after. At the time of contact, the patient was doing fine. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. No additional event or patient information is available.